Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: "a client of ours has received product with a white film coating on it." Item # 309572. Lot ¿ 2168983. Exp ¿ 05/31/2027. Additional information received by customer on 02/16/2024: "the white film was on the needle. See the attached image."

Manufacturer narrative:
Two photos of a 3ml luer-lock syringe with 22x1" needle lot 2168983 were received and evaluated. One image shows the lot number and expiration date of the top web slip. The next images show a loose needle with the shield removed and an unknown white substance larger than level 4 on the cannula. The condition observed is non-conforming per product specification. Potential root cause for foreign matter defect is associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. A device history record review was completed for provided lot number 2168983 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 309572; batch#: 2168983. It was reported by customer that a client of ours has received product with a white film coating on it. Verbatim: rcc received a complaint via email. Email(s) attached. A client of ours has received product with a white film coating on it. Item # 309572; lot ¿ 2168983; exp ¿ 05/31/2027.